Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. It was reported that only the guidewire will be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
This is the second of two reports regarding 910121 - lumbar cath. Access. Kit (lcak) (same patient, same procedure, similar product problem, same product ID, different lot numbers). This report is in regards to the second lcak kit used. It was reported that the guide wire from the first lcak would not advanced through the lumbar catheter, it kept getting stuck. A second set of lcak was used. The guidewire from the second lcak got stuck in the catheter. When removed with force, it was noticed that the guide wire was frayed. It was reported that the catheter remained in place. Additional information has been requested.